Event description:
On 6th april 2026, it was reported by an arthrex employee via email that for an ar-8400ex, excalibur, 4.0 mm x 13 cm, there was metal powder observed during use. The device was reportedly operated at a setting of osceff 3000 rpm. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully as a different product with the same part number was opened and used due to the generation of a large amount of metal powder. There were no issues were observed with the replacement unit. No significant surgery delay reported. No additional anesthesia administered to the patient. No adverse patient effects been reported during or following the procedure due to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.